Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy (medication, programmed amount and delivery rate unknown). A 1 liter bag was hung and supposed to infuse over a one day period, however the bag still had fluid in it at the days end and had only infused 1/4th of the bag. Any patient involvement, injury or medical intervention is unknown.